Manufacturer narrative:
The sample was provided for investigation. The customer's result could be reproduced on a e 601 module. A general reagent issue can be excluded and no product problem was found. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant elecsys cea assay results for 1 patient on a cobas 8000 e 602 module serial number (B)(4). The cea result was 9.52 ng/ml on the e 602 module. The cea result was 1.20 ng/ml on a beckman instrument. The cea result was 3.63 ng/ml on an abbott instrument. On (B)(6) 2018 a new sample was collected from the patient and the cea result was 8.81 ng/ml. On (B)(6) 2018 the new sample was tested on a beckman unicel dsl 800 and the cea result was 1.48 ng/ml. Erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.